Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for scale misaligned and the 1st related complaint for difficult to operate (not able to measure insulin accurately) on lot # 8302894. Investigation summary: customer returned (51) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 8302894. Customer states that the first scale marks are lower than it should be and some of syringe's scale marks are tilt so customer wasn't be able to measure insulin accurately. Thirty out of 51 returned syringes were tested using the plug gauge and the placements of all scale markings fall within specifications, which would lead to accurate dosing. A review of the device history record was completed for batch # 8302894 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for double print blank barrels. There were two (2) notifications [(B)(4)] noted for scratched print. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle has scale marking issues. This occurred on 51 occasions before use. The following information was provided by the initial reporter: inaccurate scale mark. The first scale marks are lower than it should be. And some of syringe scale marks are tilt so customer wasn't be able to measure insulin accurately. (Total 51ea).